Event description:
The user facility reported that during a bronchoscopy, the users were unable to pull the bronchoscope out of the endotracheal tube (size 8.0). After four unsuccessful attempts the users simultaneously pulled out of the endotracheal tube and the bronchoscope from the pt. The pt was then re-intubated using a new endotracheal tube. The users then sent the bronchoscope and the endotracheal tube to the bronchoscopy lab to investigate, but according to the clinical coordinator at the user facility, the bronchoscope was pulled out of the endotracheal tube without any resistance. The current condition of the pt is unk.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the report, but with no result. The device referenced in this report was returned to olympus for eval. The eval confirmed that the bronchoscope was damaged. There were multiple severe dents on the insertion tube which caused restriction inside the channel. The bending cover glue was cracked. Photographs provided by the customer depicted the insertion tube near the bending section bent at a severe angle. The reported phenomenon was attributed to physical damaged due to mishandling. The device was refurbished.